Event description:
Medtronic received information that during the valve replacement procedure, after clamping the aorta, this oxygenator exhibited high pressure. It was noted the pressure was higher before cross clamping the aorta. The oxygenator was removed and replaced immediately. During the change-out, the patient was not perfused appropriately for some time and subsequently passed away. It was noted the parameters and act values were normal. Additional information received indicates that although the patient expired, it was not related to the device performance. The oxygenator has been returned for analysis.

Manufacturer narrative:
Results: other, device has been returned and we are conducting analysis. Results have not been concluded at the time of this report. Conclusion: other, cause of event cannot be determined. Analysis: the device has been returned and we are conducting analysis; however, the results were not available at the time of this report. Conclusion: based on the information gathered thus far, the root cause for this event cannot be determined. Attempts to obtain information pertaining to this event has been requested.